Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ pen needles insulin was unable to be delivered. The following information was provided by the initial reporter: patient complaint again about pen-needles. Every 4th needles has not worked. The needles do not let insulin through.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ pen needles insulin was unable to be delivered. The following information was provided by the initial reporter: patient complaint again about pen-needles. Every 4th needles has not worked. The needles do not let insulin through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-jul-2023. H6: investigation summary: three open and forty sealed 31g x 5mm pen needle samples were returned from lot. No. 2060470, cat. No. 320522. Visual examination was carried out on the three open samples and a broken non patient end of the cannula was observed on two samples and a bent non patient end of the cannula was observed on one sample. Due to the condition of the returned open samples no clog testing could be carried out. A clog test was carried out on 30 sealed samples and no issues were observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. One sealed 31g x 5mm pen needle sample was returned from lot. No. 0301643, cat. No. 320522. A clog test was carried out on the returned sample and no issues were observed. One sealed 31g x 5mm pen needle sample was returned from lot. No. 0133295, cat. No. 320522. A clog test was carried out on the returned sample and no issues were observed. As all confirmed samples were returned open it is not possible to determine root cause.